Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited dirty shield cover. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the shield cover was dirty due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.